Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin and used the same supplies for over 3 days on the mobi pump. Tandem technical support educated the customer this is considered off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.